Event description:
It was reported to philips that system was not booingt up intermittently. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up intermittently. Upon functional testing, the fse checked the event log files and found intermittent suite pc problem. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the suite pc and reinstallation of the system software by the fse resolved the reported issue and restored the functionality of the system. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.